Manufacturer narrative:
Device was programmed with the correct time and date then monitored for 7 days. No time gain or time loss noted during testing. Device passed the displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer¿s blood glucose level was 12.1 mmol/l at the time of the incident. Customer stated that the gain was greater then 1 minute per week. Customer stated gain was not greater than 4 minutes per month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.